Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also noted that the p-waves were varying quite a bit depending on how the sensing test was run. When running the test a certain way, the p-waves were noted to be low. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2014. (B)(4).